Event description:
A customer contacted baxter's technical service center regarding a question about reload set 201 alarm, which occurred on the homechoice (hc) last week. The baxter technical service representative (tsr) informed the home patient (hp) of the alarm's meaning and how to clear it. The tsr had to check the alarm log to find what the alarm was. The hp now understands what causes the alarm and how to clear. The probable cause is a leak between the cassette and membrane gasket. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
The sample was discarded; no evaluation will be performed.